Event description:
Another manufacturer's device was returned to co's office in error by the hospital. The reason for removal listed was "implant failure." Note: determination of reportability and categorization of this event was made according to this manufacturer's policies and procedures and the information received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2, h1).